Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failures of balloon loss of pressure and detached balloon were confirmed. The distal part of the balloon along with the tip was left inside of the patient based on the reported information. Further investigation could not be performed because the distal portion of the balloon was not returned. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. There were existing stents present in the vessel prior to treatment with the ivl catheter. The catheter successfully delivered 294 pulses. In the last cycle, the balloon ruptured. When the physician removed the catheter from the body, it was noticed that approximately a 30mm portion of the ivl catheter had detached, and half the balloon material and tip of the device were missing and remained in the patient. A circumferential tear was observed in the balloon material on the portion of the ivl catheter that was removed, noting all emitters were present. The balloon was fully deflated prior to removal, and there was no excessive force used during device removal. The physician tried to snare the detached material out of the patient but was unsuccessful. A stent was placed over the material that remained in the patient to trap and leave the foreign material in the body. There was no patient harm, and the patient was discharged. The physician thought the balloon may have ruptured on a piece of calcium and the material then caught and tore on the calcium. He stated that there was no excessive force used during device removal.